Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was "air in line." Per reporter, the chemotherapy medication had leaked into the cartridge from the pharmacy, and residue had also been observed at the pump¿s connection site. The continuous infusion rate had been 4 ml, with a starting reservoir volume of 184 ml. The total length of infusion had been 46 hours. The pump had been used to prime the extension tubing. The patient did not receive the full intended infusion amount. No symptoms were reported.